Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that their personal diabetes manager's (pdm) screen was greyish blackish color so they could not read or use it to check their blood glucose levels or activate a new pod. The patient was able to manager their bg levels for a few weeks, but on (B)(6) 2021 they had to go to the intensive care unit.